Event description:
Reportedly, a home patient received a system error 2240 alarm during dwell 6/7 of their automated peritoneal dialysis therapy using their homechoice machine two consecutive nights in 2002. On one of the occasions the home patient noted solution on the floor underneath their supplies. During both incidents, baxter's technical service center assisted the home patient in ending therapy early and therapy was completed manually. The next day, the home patient presented to the clinic with abdominal pain and nausea. The patient was subsequently diagnosed with peritonitis that day. Unitial treatment included ceftazidime 1g intraperitoneal, and cefazolin 1g intraperitoneal, pending the effluent culture and sensitivity results. The home paitent's treatment of ceftazidime was discontinued following the reception of the results. To date the patient has fully recovered and no hospitalization was required.